Event description:
The dental implant fx4510swc was removed on (B)(6) 2018 due to failure to osseointegrate 7 days after implantation. The patient has no significant medical history. The doctor noted bone resorption during explantation. The patient required another surgical intervention to recover.